Event description:
It was reported during a rotational atherectomy treatment procedure of a calcified circumflex lesion, wire difficulties were encountered. When the physician attempted to advance the burr, the wire would back up and when the pressure was off the burr, the wire would advance. The wire was removed and the tip found to have fracture. The tip was located in a distal side branch and attempts to retrieve with a snare were unsuccessful. The pt went to surgery to have the fractured tip removed. Pt status is unk.